Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button had stopped functioning. During troubleshooting with tandem technical support, the customer confirmed that the pump turned on when plugged into a power source. Additionally, an occlusion alarm occurred. The customer declined troubleshooting with tandem technical support to determine a possible cause of the occlusion as the customer was able to successfully delivered a correction bolus. Reportedly, a supply change was performed to address the occlusion. The customer's blood glucose level was 220mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunctions were verified and a different issue was identified.